Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation has shown that the position pin of the drill and screw guide is broken off. Unfortunately, the pin was not returned for investigation. The present instrument was analyzed for conformance to print specifications, and DHR was researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure in not due to any manufacturing non-conformances. We have to assume that high applied mechanical forces - visible damages on the side of the pin position - caused the breakage of the spot welding. Therefore, the position pin got lost.

Event description:
Pin of drill and screw guide was broken. This is 1 of 1 report for event #(B)(4).